Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
The pump alarm was sounding the ¿dual alarm¿ every 10 minutes. The patient missed her refill on (B)(6) 2014. It was noted that the patient didn¿t know the alarm had been going off because it was so faint; she believed it may have started 10 days ago. The patient spoke with the hcp (healthcare professional) and the pump was going to be refilled on (B)(6) 2014. The device system was used to deliver morphine and baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had long term use of morphine. The patient had received assistance from their doctor or representative and their concerns were resolved.